Manufacturer narrative:
Fiber analysis: the fiber exhibited a circumferential fracture of glass cap distal to fiber/ cap fusion zone. The fiber proximal to fracture can rotate independently of metal cap. The fiber tip is also bent upward at the open end. The metal cap has burnt on detritus and devitrification of glass cap at the output window. The identified issues noted above may activate the fiberlife function. The potential for forward firing may exist. The most probable root cause that contributed to this failure was suspected to be related to localized heat accumulation/ user handling due to anatomical/ procedural factors encountered during the procedure. Reference: MFR 2937094-2012-00975.

Event description:
It was reported that during a prostate procedure, the side-firing fiber was noticed to have commenced forward firing. A second fiber was used and noticed to have significantly diminished vaporization efficiency. The procedure was completed with a third fiber. No patient injury was reported. This report is for the second fiber.